Event description:
It was reported by a company rep that a vns pt experienced a bad seizure requiring diastat to control it. The pattern of the bad seizure was unusual for the pt; however, there was no strict increase in seizure activity. System diagnostics on the pt resulted in a dc dc of 0 while past results were dc dc 2. System diagnostics were performed a second time and resulted in dc dc 2. The treating physician increased the pt's settings (pulse width from 250 to 500) and the pt showed signs of normal perception of therapy through a cough. At the moment the cause of the unusual seizure is unk as well as additional information. Good faith attempts to obtain additional information from the treating nurse have been unsuccessful to date.